Event description:
Pt was reviewed to address poly wear of the liner and osteolysis.

Manufacturer narrative:
Examination of the returned liner confirms wear of the poly material. The pt is reported as an active male. Identifying material wear after 6 years implanted would not be unreasonable. Review of the device history records did not reveal any related mfg deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify and evidence of product error regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.